Event description:
It was reported that stent dislodgement occurred. The stenosed target lesions were located in the left and right renal arteries. An endoluminal isolation of abdominal aorta was performed with a 6.0mmx14mmx150cm express vascular sd stent; however, the device could not cross the opening of the renal artery. During withdrawal, the stent detached and lodged into the right common iliac artery. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.